Event description:
It was reported that there were several lead insertion attempts with high impedances. The reporter stated that no motor responses were visible with stimulation up to 6 volts when programming electrodes 2 and 3. It was noted that the electrodes were connected to the internal neurostimulator during testing, electrode readings were at 4,000 ohms, and cycling was used. The internal neurostimulator was removed and the electrodes were retested with a cable and screener. It was noted that higher voltages were needed to obtain motor responses than during the lead placement, where 2-3 volts were needed to obtain motor response. Other electrode combinations were tested throughout the lead with the screener and all registered higher values or "nothing" when compared to the initial lead placement. Two days later it was reported that no cause of the issue had been determined and a new lead was used during the surgery. The reporter stated that the patient was receiving good results and the outcome was successful.

Manufacturer narrative:
Concomitant medical products: product ID 3889blue_lead. Product type: lead. (B)(4).